Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system underwent a left ventricular (lv) lead revision, and it was discovered upon opening the pocket that an infection had eroded the sutures. Intravenous antibiotics were administered at the hospital, and oral antibiotics were prescribed once the patient was discharged. This crt-d remains in service. No additional adverse patient effects were reported.